Event description:
It was reported that thrombosis occurred. The patient has a history of cerebral infarction in 2022, 2024 and 2026 and has been on multiple direct oral anticoagulants (doac) during that time. The physician decided a left atrial appendage closure (laac) procedure would be completed. A watchman access system (was) and a 35mm watchman flx pro laa closure & delivery system (wds) were selected for use. Echocardiography showed a hazy shadow prior to the procedure, but it was judged to not be thrombus. The closure device was implanted on (B)(6) 2026. The patient was prescribed lixiana 15 mg and effient post procedurally. At a routine follow up on (B)(6) 2026, a computed tomography (CT) scan showed a thrombus extending from the screw section to the pulmonary vein (pv) ridge. The patient medication regimen was switched to warfarin and effient. There are no neurological symptoms reported and the patient is being monitored.